Event description:
It was reported that during a da vinci-assisted surgical procedure, the system had a non-recoverable fault. The technical support engineer (tse) reviewed the logs and found multiple 23 errors pointing to the right master tool manipulator (mtm). Prior to calling technical support, the customer had disconnected console 1. The customer then power cycled the system and continued the case with console 2. The customer informed they usually did not have a second console hooked up for the cases. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system. The system initially powered on without errors. The procedure was completed robotically with one console. The customer was halfway through the case when the fault occurred.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was unable to replicate the reported issue; however, replaced the remote arm controller (rac) to resolve the issue. The system was tested and verified as ready for use. Isi has received the rac to perform failure analysis. The rac unit was installed onto a patient side cart (psc) test system. No issue was found at start-up. The rac unit ran 10x power cycle and it sat idle for one hour. Failure analysis was unable to replicate the reported 252 error.